Event description:
Related manufacturer reference number: 2017865-2023-25299. It was reported that prior to a device changeout procedure, noise oversensing was observed on the right atrial (ra) and right ventricular (rv) leads. The noise was reproducible with arm movements. The ra lead was causing inappropriate mode switching. The physician attempted to remove the leads, but they were too encapsulated. Insulation anomaly was also noted on both leads. Consequently, the leads were capped and replaced on (B)(6) 2023. There were no adverse health consequences, the patient was stable.